Event description:
The device plug to the machine had tines that were missing or bent, so it could not be plugged into machine. The device was removed from the field and replaced with a new disposable device.